Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead and the generator passed all functional tests prior to distribution. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death.

Event description:
The explanted lead and generator were returned to the manufacturer on 01/08/2016 for analysis. Analysis was completed on the returned generator. No anomalies or any other type of adverse condition was found. The device performed according to functional specifications. Analysis was completed on the returned lead assembly. Abraded openings were noted on the outer and positive silicone tubing. The reported "fracture of lead(s)" allegation was verified. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. However, due to metal dissolution the fracture mechanism of the positive coil cannot be ascertained. Scanning electron microscopy images of the negative coil show that a break occurred at the coil end. However, due to mechanical distortion (smoothed surface) the fracture mechanism of the coil cannot be ascertained. In summary, product analysis confirmed discontinuity of both positive and negative quadfilar coils in the electrode region of the returned lead portions; also observed abraded opening of positive inner tubing near the break area.

Event description:
It was reported that system diagnostics were run on the patient¿s vns system on (B)(6) 2015 and that they returned a high impedance result, with dcdc code 7. It was reported that the patient had presented with increased seizures in the previous month. X-rays were performed and sent to the manufacturer for review, which showed that the generator appeared to be placed in the upper chest in a normal placement. The filter feed-through wires appears to be intact. The pin connector was fully inserted. The electrodes appeared to be placed in a normal arrangement. No strain-relief bend or loop seemed to have been used for the implant of the lead. Only one tie-down was found holding the upper lead body in a straight line, a few centimeters apart. Part of the lead was behind the generator. No suspected lead break was found on the visible parts of the lead. Additional info was received from the facility, indicating that the device was not turned off. No trauma or manipulation was reported. The patient presents frequent absence seizures with eyelid myoclonic flutters. It was reported that the general impression was that the seizures were more severe than before. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No known interventions have occurred to date.

Event description:
Further information was received indicating that the patient underwent full revision surgery on (B)(6) 2015. The lead was replaced due to lead discontinuity and the generator was prophylactically replaced. Return of the explanted devices to the manufacturer is expected but it has not been received to date.